Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: date returned to manufacturer: feb 6, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the lens stuck inside of the cartridge and with the plunger rod overriding the lens. The lead haptic could not be observed to be unfolded. The handpiece could not be disassembled because the plunger rod was stuck with the lens; however, the lens module was opened and inspected for damage and flashing that could contribute to the observed and/or complaint issues and none could be identified. Inspection of the external assembly revealed no issues. Because the handpiece could not be disassembled the lens could not be removed from the cartridge and inspected; however, lens damage could be identified from inspecting the lens inside of the cartridge. The complaint issues ¿iol: dc-haptic damaged¿ and ¿iol : dc-lead haptic not folded¿ were not confirmed. The other observed issue of ¿dc-lens damaged¿ found during the product evaluation is related to the code of ¿iol : dc-haptic damaged¿, however, could not be confirmed to be related to a manufacturing or design issue. The remaining observed issues found during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: not applicable, as there was no patient contact. If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) haptic was folded and sticking out of the folder and bent. There was no use error. The event was observed during handling but prior to insertion into the eye. There was no patient contact and no patient injury. The procedure was completed successfully using a back-up lens. No further information was provided.